Event description:
The customer claims that the power switch illuminates but there is no display.

Manufacturer narrative:
Complaint #(b)(4) received. This device was not returned however, the CPU board was returned and evaluated. Evidence of overheating was visually observed.